Event description:
Pt reported leaking at the insertion site under the dressing where a midline catheter was placed. Catheter was removed and replaced.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval. As the device was discarded after the event occurred.